Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right atrial (ra) and right ventricular (rv) channel. It was noted that there has been an unspecified anomaly with the ra lead for the past three years. Boston scientific technical services (ts) was consulted and reviewed the electrogram (egm). It was noted that there was rv conduction pre and post noise, but ts was unable to determine if there was rv conduction during the two and a half seconds of noise. The field representative noted that the diagnostics, x-ray and isometrics were all normal. Electromagnetic interference (emi) was considered as a reason for the noise. Ts discussed the options of decreasing the sensitivity or monitoring. The pacemaker, rv and ra lead remain in service and no adverse patient effects were reported.